Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: 4 cfu. Bacterial identification: 3 cfu of escherichia coli and 1 cfu of staphy-lococcus epidermidis. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 12 cfu. Bacterial identification: micrococcaceae, kocuria species, streptomyces. Sampling date: (B)(6) 2025. Sampling from: biopsy channel, suction channel, air/water channel, water jet channel and all channels. Cfu: <1cfu. Bacterial identification: na. Based on the results of the investigation, the reported event was confirmed but a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing a second time in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.